Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error alarm due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose was that the insulin pump had motor error alarm and drive support cap was bulging out. The customer's blood glucose was unknown. Customer reported that the drive support cap was sticking out. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.